Event description:
Upon accessing/flushing the patient's port, the patient verbalized a painful sensation. Imaging completed and showed port dysfunction including the distal segment of the catheter being "cut off" from the rest of the central line. The distal segment also migrated within the right atrium with the tip in the middle hepatic vein. Patient required procedure for removal and placement of new port.